Event description:
It was reported that the sheath's outer surface (the sky-blue part) was split in half, normally, the silicon valve (transparent round valve) was left alone, not split in half. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two devices were returned for evaluation. Visual testing was performed. Functional testing was not performed. The testing could duplicate the customer reported problem. The root cause of the issue could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.